Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the exhalation valve and reference to the code and recommended repairs per the manual. The customer replaced the defective exhalation valve to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error exhalation valve test failure (e/c 3159). The device was not in use at the time of the reported event; therefore, there was no patient involvement.